Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, "extreme swelling and constant pain."

Event description:
Patient reported unknown side "extreme swelling and constant pain." Additionally, patient reported ruptured. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.7., h.6.

Event description:
This record is for the left side. Device has been explanted.